Event description:
It was reported that upon placing an icf100 intraclude device into the ascending aorta the balloon kept migrating toward the aortic valve when inflated [2022-16018-01]. The balloon also appeared mal-oriented. Firefly mixture was used to inflate the balloon which comprised of: 50cc of 5% albumin, 1cc of icg powder, and 9cc of saline. The aorta measured to 3.2cm and the balloon was filled with approximately 35cc of the solution. Balloon movement occurred after the initial dose of cardioplegia and continued during the entire case. When deflating, it appeared the mixture could not be removed [2022-16018-02]. A 0.014inch wire was used in the blue balloon lumen resulting in only the removal of 15cc of solution mixture compared to the 35cc used to inflate. The physicians were unable to deflate the icf100 balloon so a 0.014in 300cm was placed into the balloon inflation lumen. There was initial resistance or blockage felt but after advancing the wire it was noted to have pushed past an obstruction. At this point, there was noted firefly mixture of approximately 2cc coming from the end of the balloon lumen. A syringe was applied and drawn back, removing 25cc of firefly solution compared to the initial 35cc injected. At this point it was felt that the balloon was completely deflated and the patient had no complications. There was no harm to the patient or damage to the aortic valve leaflets and aorta. The patient came of bypass and did not demonstrate cardiac injury, ischemia, or infarct per the tee. This case a robotic mitral valve repair on a (B)(6) -year-old male patient.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Based on the information available, the complaint is not confirmed and a definitive root cause cannot be conclusively determined. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.